Event description:
It was reported to philips that the allura device would not boot up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hanged at 00:00 page. Review of the system log file showed that there was a flexvision pc grabber card problem. The frame grabber captures the video system. The frame grabber card in the flexvision pc failed. Fse replaced the flexvision pc grabber card. After replacement of the flexvision pc grabber card, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.